Manufacturer narrative:
Age at time of event: probably late 70s. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that the stent dislodged and was implanted in the wrong location. The target lesion was located in the right iliac artery. A 10.0 x 40 x 75 cm express® ld iliac / biliary stent was advanced to treat the lesion; however, the stent came off the stent delivery balloon. Subsequently, a smaller balloon catheter was used to deploy the dislodged stent, followed by a larger balloon catheter to fully deploy the stent. The stent was successfully deployed but in the wrong location. The physician encountered access issues and decided to terminate the procedure. No patient complications were reported and the patient's status was good.